Event description:
It was reported that the patient presented remotely. Upon review, the right ventricle lead exhibited low pacing impedance. Patient was brought into clinic. Chest x-ray showed that the right ventricle lead was dislodged. On (B)(6) 2022, the right ventricle lead was attempted to be repositioned. However, the right ventricle lead exhibited abnormal helix movement. The right ventricle lead was explanted and replaced. No patient consequences.

Manufacturer narrative:
The reported events were lead dislodgement, low pacing impedance and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was partially extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue. The reported event of low pacing impedance was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.